Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has been returned for evaluation, however the investigation is still ongoing. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel was coming in due to a constant vent inop alarm. There was no patient involvement was reported.

Manufacturer narrative:
Device evaluation: d9, g6, h2, h3, h6, h11. H3: findings/root cause: the reported complaint was verified and duplicated, due to a faulty capacitor component c910 and c909 p/n:13804-001.